Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the right ventricular lead exhibited high pacing impedance and capture threshold. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.